Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged crack near battery compartment and blank display. The customer reported no adverse event. The event involved product mmt- 1886. Troubleshooting was performed and the issue was unresolved. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1886 will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement and self test. No blank display, low battery alarms or unexpected battery power loss noted during testing. The baat program was utilized to search for any relevant alarms that may have occur during or prior to customer complaint. The baat program reports; battery cycle 2.0 received the lowbatteryalert (104) on 12/19/2025 16:14:00 after more than 7 days at 19.73 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit functioning properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceeded by cutting unit open and performing a visual inspection on electronic assemblies and connectors. Per visual inspection it was determined that the ingress of fluids corroded electronic assemblies. Problem isolated to electronic assembly. The following cosmetic damages were noted: corroded battery tube, battery tube threads - cracked, scratched case, cracked case, pillowing keypad overlay, label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and stained keypad overlay. In conclusion, customer concern was not confirmed during testing, unit powered up properly after battery installation and was tested successfully. However, moisture damage was noted during visual inspection. Problem isolated to electronic assembly. Costumer concern for cosmetic damage was confirmed on battery tube case was confirmed when cracked case-corner of belt clip rails, cracked case (battery tube), and battery tube threads - cracked were noted. In addition, unit was also received with corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.